Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. Patient's condition was unknown.